Event description:
It was reported that chest pain and shortness of breath occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). Approximately one week post index procedure, the patient presented at the emergency department due to chest pain and shortness of breath. An ultrasound was performed at the femoral access site from the index procedure and a hematoma and inflammation were visualized. The patient will be evaluated by a cardiologist in the near future. No further information on the status of the patient is available.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that chest pain and shortness of breath occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). Approximately one week post index procedure, the patient presented at the emergency department due to chest pain and shortness of breath. An ultrasound was performed at the femoral access site from the index procedure and a hematoma and inflammation were visualized. The patient will be evaluated by a cardiologist in the near future. No further information on the status of the patient is available. It was previously reported that no further information on the status of the patient was available. It was further reported during a routine 45 day post procedure examination the patient was no longer experiencing previously reported chest pain and shortness of breath. The patient was able to discontinue oral anticoagulant medication.

Manufacturer narrative:
B5 event description updated.